Event description:
It was reported that during an unknown procedure the tip broke while in use. It was replaced.

Manufacturer narrative:
(B)(4). Date sent: 1/26/2026. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? What efforts were made to locate the pieces of the blade during the procedure? An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.